Event description:
A 41-yr-old female had an exploratory laparotomy as a result of chronic pelvic pain which had been unresponsive to medical management. During the procedure, the pt sustained an aortic laceration and injury to the small bowel, caused by a trocar used in the procedure. There was massive blood loss. Surgical repair was done. Her blood pressue could not be maintained. She expired eight hrs later.